Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) the unit rapidly started losing air. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse arrived onsite and was not able to reproduce error customer experienced with rapid air loss. Unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use. The customer was informed that getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.